Event description:
It was reported that during a follow-up, high pacing lead impedance was observed. Oversensing was reproducible by pocket manipulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reproted high impedance was confirmed. Inner coil fracture was found at 39.3cm from the distal tip, consistent with clavicle crush.